Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked lcd and damaged block assembly. The customer reported product problem (black bubbles in lcd display) was confirmed. The product problem was attributed to a bad lcd on the pcb. The damage was attributed to the user. The damaged pcb and block assembly were replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the display had black bubbles. The user was unable to reads the display. No patient injury or complications were reported in relation to this event.